Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the PICC team supervisor that the sherlock 3cg tcs netbook unit display failed while in use. The system display went black.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the netbook display was sent to the service facility for evaluation/repair. During evaluation, the reported issue of the system going blank during use was confirmed and the root cause is identified as an internal failure in the netbook display. The display was found to boot to a black screen. The display is not repairable and was discarded at the service facility. A history review of serial number (B)(6) showed no other similar complaint(s) from this serial number.

Event description:
It was reported by the PICC team supervisor that the sherlock 3cg tcs netbook unit display failed while in use. The system display went black.